Event description:
A breast biopsy was performed using the intact breast lesion excision system (formerly the en-bloc system) on (B)(6) 2007 using a 20mm wand. The physician reported the following: "did a flawless 20mm rfp stereo of calc's in (B)(6) breast. When I pulled out the basket, a pumping arterial bleed ensued. After 1 hour and 15 minutes of pressure, she still had a major bleed..." Pt was sent to the operating room. Her skin nick was extended by 6cm, she had several small clots evacuated and the surgeon found the artery along the anterior wall of the biopsy cavity, (not in the tract), the artery was ligated and the pt closed. Pt was sent home and is reportedly feeling fine.

Manufacturer narrative:
No product was returned nor was the product lot number available. A vessel nick is a known complication of any cutting device and is not indicative of a malfunctioning unit.